Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Event description:
Edwards received notification that a patient with a 25mm perimount valve, implanted in mitral position, was placed under consideration for a valve-in-valve procedure after an implant duration of nine (9) years and six (6) months due to degeneration leading to mitral gradient of 11 mmhg and shortness of breath. Through investigational follow-up it was learnt that the patient passed away due to respiratory insufficiency before the replacement surgery could be performed. According to the surgeon, the degenerated mitral valve contributed to the patient´s death, but per the surgeon the prosthesis degeneration was normal given the implant duration and the position (mitral), and due to covid-19 pandemic situation, urgent procedures are not able to be performed in the country.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, e1 h11: corrected data: corrected sections e3, h6 (results code)

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received notification that a patient with a perimount valve of unknown size, implanted in mitral position, has been placed under consideration for a valve-in-valve procedure after an implant duration of nine (9) years and six (6) months due to degeneration leading to mitral gradient of 11 mmhg and shortness of breath. No other information was provided. As per the surgeon opinion this is a normal time for prosthesis degeneration in the mitral position.